Event description:
This is a report from a customer in china of a leak at the heating bag after prefilling.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed as the sample was available for evaluation. In addition, since a lot number was not provided for the product, a batch review could not be performed. The root cause of the complaint was not determined. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).